Manufacturer narrative:
Device 2 of 2. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the moldable barrier felt dry when molding and "almost crumbly". He denied leakage and his usual wear time was 3 days. He cleansed skin with water and used other adhesive remover. No photo is available at this time.